Event description:
The customer reported that while running an hiv-I p24 antigen assay, summit sample handler misread a sample barcode as "041gr10252" instead of "041gr12052". No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-03901-08.